Manufacturer narrative:
(B) (4). The ge service rep replaced the collimator. The system functions as intended.

Event description:
The customer reported that an iris pot error displayed on the system when it was booted up. No pt injury was reported.